Event description:
It was reported to philips that the battery pca pins were found to be bent during servicing. There was no patient involvement.

Event description:
It was reported to philips that the battery pca pins were found to be bent during servicing. There was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection; j1 and pin(s) found to be bent pin 7 ¿ damaged and j2 and pin(s) found to be bent pins 1,7 - damaged.